Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to measure patient blood pressure, the device jumps to a different area of the touchscreen. Information obtained through good faith effort indicated the display is physically damaged and this damage is affecting the touch layer of the display resulting in the touch functionality being affected. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to measure patient blood pressure, the device jumps to a different area of the touchscreen. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to measure patient blood pressure, the device jumps to a different area of the touchscreen. Information obtained through good faith effort indicated the display is physically damaged and this damage is affecting the touch layer of the display resulting in the touch functionality being affected. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Information obtained through good faith effort indicated the event date as (B)(6) 2026.